Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine infection ('infection (other) describe: uterine') and genital haemorrhage ('abnormal bleeding (general),') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and endometriosis ("autoimmune disorder type of disorder: endometriosis"), 1 day after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("bck pain"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (ablation in (B)(6) 2012 and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine infection, genital haemorrhage, mood swings, depression, anxiety, endometriosis, alopecia, back pain, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, endometriosis, genital haemorrhage, mood swings, pelvic pain, uterine infection and vaginal haemorrhage to be related to essure. The reporter commented: the patient underwent essure confirmation test (unspecified) - results : the device is in place. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result: not known. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received: events: back pain, abdominal pain, vaginal bleeding were added. Event onset date, severity, reporter, essure removal date, insertion date demographics, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine infection ('infection (other) describe: uterine'), tubo-ovarian abscess ('ht tubo-ovarian abscess measuring about 8 to 10 cm on right adnexa'), genital haemorrhage ('abnormal bleeding (general),'), pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('salpingitis') and endometritis ('chronic endometritis') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, haemoglobin decreased (hb-6), packed red blood cell transfusion, anemia, palpitations, dysfunctional uterine bleeding, menometrorrhagia, adnexa uteri cyst, uterine enlargement, uterine fibroid and cervicitis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and endometriosis ("autoimmune disorder type of disorder: endometriosis"), 1 day after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), endometritis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("bck pain"). The patient was treated with surgery (ablation in (B)(6) 2012, dilatation and curettage, total hysterectomy (uterus and cervix removed) and total abdominal hysterectomy and right salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine infection, tubo-ovarian abscess, genital haemorrhage, pelvic inflammatory disease, salpingitis, endometritis, mood swings, depression, anxiety, vaginal haemorrhage, endometriosis, alopecia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, endometriosis, endometritis, genital haemorrhage, mood swings, pelvic inflammatory disease, pelvic pain, salpingitis, tubo-ovarian abscess, uterine infection and vaginal haemorrhage to be related to essure. The reporter commented: the patient underwent essure confirmation test (unspecified) - results : the device is in place. Removal date (B)(6) 2014: discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result: not known. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine infection ('infection (other) describe: uterine'), tubo-ovarian abscess ('ht tubo-ovarian abscess measuring about 8 to 10 cm on right adnexa'), genital haemorrhage ('abnormal bleeding (general),'), pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('salpingitis') and endometritis ('chronic endometritis') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, haemoglobin decreased (hb-6), blood transfusion, anemia, palpitations, dysfunctional uterine bleeding, menometrorrhagia, adnexa uteri cyst, uterine enlargement, uterine fibroid and cervicitis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and endometriosis ("autoimmune disorder type of disorder: endometriosis"), 1 day after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("bck pain"). The patient was treated with surgery (ablation in (B)(6) 2012, dilatation and curettage, total hysterectomy (uterus and cervix removed) and total abdominal hysterectomy and right salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine infection, tubo-ovarian abscess, genital haemorrhage, pelvic inflammatory disease, salpingitis, endometritis, mood swings, depression, anxiety, vaginal haemorrhage, endometriosis, alopecia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, endometriosis, endometritis, genital haemorrhage, mood swings, pelvic inflammatory disease, pelvic pain, salpingitis, tubo-ovarian abscess, uterine infection and vaginal haemorrhage to be related to essure. The reporter commented: the patient underwent essure confirmation test (unspecified) - results: the device is in place. Removal date (B)(6) 2014: discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result: not known. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: events per mr: pelvic inflammatory disease, salpingitis, tubo-ovarian abscess were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine infection ('infection (other) describe: uterine') and genital haemorrhage ('abnormal bleeding (general),') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), endometriosis ("autoimmune disorder type of disorder: endometriosis") and alopecia ("hair loss"). The patient was treated with surgery (ablation in (B)(6) 2014 and total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, uterine infection, genital haemorrhage, mood swings, depression, anxiety, endometriosis and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, endometriosis, genital haemorrhage, mood swings, pelvic pain and uterine infection to be related to essure. The reporter commented: the patient underwent essure confirmation test (unspecified) - results: the device is in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: new pfs received : event injury was updated and new events: hormonal changes describe: mood swings, abnormal bleeding (general), infection (other) describe: uterine, psychological or psychiatric problems condition: depression & anxiety, autoimmune disorder type of disorder: endometriosis, pain, hair loss were added. Removal details added, new reporters, plaintiffs information added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.